Event description:
It was reported that the patient with this right ventricular (rv) lead attended the emergency room due to phrenic nerve stimulation and chest pain. A computed tomography (CT) scan was performed and it was found the lead perforated the heart wall and it showed no sensing or pacing in bipolar configuration. The lead also showed high capture threshold. The device was reprogrammed in order to reduce the symptoms of the patient and a lead revision was planned, however, this has not yet been performed. The lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead attended the emergency room due to phrenic nerve stimulation and chest pain. A computed tomography (CT) scan was performed and it was found the lead perforated the heart wall and it showed no sensing or pacing in bipolar configuration. The lead also showed high capture threshold. The device was reprogrammed in order to reduce the symptoms of the patient and a lead revision was planned; however, this has not yet been performed. The lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of perforation, ventricular is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of perforation, ventricular is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this perforation, ventricular has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.